Event description:
The customer reported that a monitor fell and landed on someone's foot.

Manufacturer narrative:
The customer (registered nurse) called the solutions center and reported that the m8002a mp30 intellivue pt monitor (vpm) fell onto her foot. The rn also noted that the monitor was not "bolted down." A service order was created and a field service engineer (fse) followed up with the hosp biomedical engineer regarding this issue. The fse learned that the monitor had been placed onto the pt's bed during transport inside the hosp and that it was not secured. The monitor fell from the bed and hit the nurse's foot. The fse confirmed with the biomedical engineer that there was no injury to the nurse and that there was no damage to the monitor. This is not being considered a device malfunction. No further calls have been logged for this customer issue. No further investigation or action is warranted. (B) (4).